Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error message when powered on. The caller stated that when the programmer does turn on, it would take around 20 minutes to boot up before it would be ready to be used. Technical support (ts) recommended that the caller make sure the keyboard was connected. The caller did this but the error was still being displayed. The programmer will be returned for repair. No patient complications have been reported as a result of this event.